Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that, during slitting, the catheter sheath broke about four inches from the handle. The catheter was not used. No patient complications have been reported as a result of this event.